Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging discrepant inratio values. Patient's therapeutic range: 2.5 - 3.5. (B)(6) 2015 inratio = 5.0. Patient skipped his coumadin dose on (B)(6) 2015. This was on his own accord not physician ordered. Patient did not expect his result to drop that much so quickly. (B)(6) 2015 inratio = 2.9. Approximately one week later (exact date not provided) inratio= 3.4; va's alternate poc = 4.1. Time between tests one hour. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion. The customer did not provide a reference value for comparison. The accuracy of the customer's inratio result cannot be determined without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot, 358566, was performed. In-house testing on strip lot 358566 meets expectations. Although a relevant nc was noted in the batch record, it did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.